Manufacturer narrative:
This event occurred (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused medication to the patient. After 24 hours of therapy time, it was observed that approximately 60% of the medication dose remained in the device and had not infused to the patient. The devices were filled with flucloxacillin 12g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 7, 2022 to september 8, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d4: lot #: update to unknown as this report has two (2) potential lot numbers: 22j002 and 22k010 (previously reported as 22k010). H4: remove: ¿the lot was manufactured from september 7, 2022 to september 8, 2022.¿ (as previously reported) and add manufacture dates for two potential lots: h4: lot 22j002 was manufactured september 7, 2022 to september 8, 2022. H4: lot 22k010 was manufactured october 6, 2022 to october 7, 2022. H10: a batch review was conducted on both potential lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot (previously reported as a batch review on one lot only). Should additional relevant information become available, a supplemental report will be submitted.